Event description:
In this case, it was reported that the valve was explanted after an implant duration of approximately 15 years due to prosthetic aortic valve stenosis with periprosthetic aortic insufficiency. Per the op report, echo showed critical prosthetic valve stenosis with a gradient between 80 to 90 mmhg. The patient was also noted to have a periprosthetic leak. Intraoperative transesophageal echocardiogram showed aortic stenosis with a clear-cut paravalvular leak noted along the annulus near the left main coronary artery. During explantation, the prosthesis was noted to be heavily stenotic with minimal mobility of all three leaflets and heavy calcification with only a small aperture in the middle that was defective orifice. A 3 mm endothelialized mature fistula between the lv and the aorta was also noted. The explanted device was replaced with another edwards bioprosthetic valve. There were no operative complications reported.

Manufacturer narrative:
Unfortunately, the explanted device was not returned to edwards for analysis; therefore, the source of the reported calcification could not be assessed. Although the root cause of this event cannot be confirmed, it appears that the patient's stenosis and paravalvular leak were likely caused by the heavy calcification noted on the valve. Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized, usually by glutaraldehyde pretreatment. The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. No further actions are possible with the available information.